Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. [Conclusion]: the healthcare professional reported that during the procedure using the pulserider t, 3 mm, 10 mm arch neck reconstruction device (211d / w3280-14), the physician could not get the device to torque and change alignment despite pulling back and pushing 15-20 times, including almost all the way out of the catheter. There were two microcatheters used. The first microcatheter was a headway® 21 microcatheter (microvention). The pulserider device was unable to advance into the hub of the headway microcatheter. The second microcatheter was the prowler select plus (catalog / lot numbers: unknown). The pulserider device was advanced into the aneurysm using the prowler select plus microcatheter, but it could not be torqued into the appropriate plane. As a result, the pulserider device was not implanted. The device was removed; the wire was advanced through to maintain access. The vascular tortuosity of the target vessel was not tortuous; the aneurysm dimensions, neck width, parent vessel diameter, and arch width were not reported. The pulserider device and the prowler select plus microcatheter tip was positioned just proximal to the aneurysm neck and at the level of the vessel bifurcation. The delivery wire and microcatheter were gently pulled back until excess slack was removed and the tip of the microcatheter began to move; this step was continued but the orientation was not achieved. It was reported that both of the branch artery angles 90° or less relative to the axis of the parent vessel artery. The attempt to torque the device was performed per the instructions for use (IFU) within the microcatheter. Adequate and continuous flush was maintained through the devices. The reported event resulted in an approximately 15-minute delay in the procedure. The procedure was completed with the neuroform atlas® y stent (stryker) and a different microcatheter (unknown brand). There was no report of patient adverse event or complication. The product is not available to be returned for evaluation and analysis. Based on complaint information, the device was not available to be returned for analysis. A review of manufacturing documentation associated with this lot (w3280-14) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformance's related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information reported but without the product available to be returned for evaluation and analysis, the reported customer complaint cannot be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation/ interaction, aneurysm size/ vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported event. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the procedure using the pulserider t, 3 mm, 10 mm arch neck reconstruction device (211d / w3280-14), the physician could not get the device to torque and change alignment despite pulling back and pushing 15-20 times, including almost all the way out of the catheter. There were two microcatheters used. The first microcatheter was a headway® 21 microcatheter (microvention). The pulserider device was unable to advance into the hub of the headway microcatheter. The second microcatheter was the prowler select plus (catalog / lot numbers: unknown). The pulserider device was advanced into the aneurysm using the prowler select plus microcatheter, but it could not be torqued into the appropriate plane. As a result, the pulserider device was not implanted. The device was removed; the wire was advanced through to maintain access. The vascular tortuosity of the target vessel was not tortuous; the aneurysm dimensions, neck width, parent vessel diameter, and arch width were not reported. The pulserider device and the prowler select plus microcatheter tip was positioned just proximal to the aneurysm neck and at the level of the vessel bifurcation. The delivery wire and microcatheter were gently pulled back until excess slack was removed and the tip of the microcatheter began to move; this step was continued but the orientation was not achieved. It was reported that both of the branch artery angles 90° or less relative to the axis of the parent vessel artery. The attempt to torque the device was performed per the instructions for use (IFU) within the microcatheter. Adequate and continuous flush was maintained through the devices. The reported event resulted in an approximately 15-minute delay in the procedure. The procedure was completed with the neuroform atlas® y stent (stryker) and a different microcatheter (unknown brand). There was no report of patient adverse event or complication. The product is not available to be returned for evaluation and analysis.